Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels and dehydration. The customer stated that he had given himself too much insulin with a manual injection prior to the event. The customer gave himself twice as much insulin as he should have. The customer had taken a tube of glucose prior to the arrival of the paramedics, and he blood glucose was up to 80 mg/dl when they arrived. The customer stated that his infusion set kept bending, which is why he had to give himself a manual injection. Nothing further was reported.